Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a channel error during an infusion was not able to be confirmed. No product or device logs were provided by the facility for investigation. ¿ it was reported by the facility that the pump module log review performed by the biomed found the suspect pump module had disconnected from the pcu while infusing and was reconnected. ¿ the pcu or its associated logs were not provided to the biomed or bd for further analysis. ¿ no further investigation of this event is possible currently. ¿ it was reported by the facility that the suspect pump module was placed back in service after completion of the preventative maintenance (pm) testing with no fault found. Root cause: a root cause for the reported issue of a channel error during an infusion was not able to be identified from the limited information provided. No devices or device logs, even though requested, were provided by the facility for analysis.

Event description:
It was reported that the device had channel error while infusing. The patient had a subtherapeutic prothrombin time (ptt) and required an increase in heparin. Customer performed an internal investigation. No errors were found on the day of the incident. No corrosion was found on the iui. Devices were returned to service.

Manufacturer narrative:
Correction : unique identifier (UDI) #, PMA / 510(k)#. Added pi to the unique device identifier (UDI)# field. Additional information : manufacturer narrative. The actual date of event is unknown.

Event description:
It was reported that the device had channel error while infusing. The patient had a subtherapeutic prothrombin time (ptt) and required an increase in heparin. Customer performed an internal investigation. No errors were found on the day of the incident. No corrosion was found on the iui. Devices were returned to service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had channel error while infusing. The patient had a subtherapeutic prothrombin time (ptt) and required an increase in heparin. Customer performed an internal investigation. No errors were found on the day of the incident. No corrosion was found on the iui. Devices were returned to service.